Event description:
It was reported that the customer had high blood glucose levels of 334 mg/dl. The customer reported receiving a motor error alarm from the insulin pump during prime. Troubleshooting was done. The customer was asked to deliver a five unit prime from the insulin pump via the fill cannula. The insulin pump alarmed motor error. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.